Event description:
The customer reported that cidex opa sprayed from the front and the side of the unit when they were trying to run the wash and disinfectant cycle. The basin also began to overflow. The customer alleged that cidex opa splashed onto his eyes. The customer used the eye wash station to rinse the area for 15 minutes. He did not require medical treatment. He reported that the irritation has ceased. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse noted controller board failure. The fse replaced the board. The fse ran control tests and an empty cycle. The unit meets manufacturing specifications.